Event description:
Patient intubated at 1044 and while flipping patient to prone position, ventilator and screen of anesthesia machine failed. Screen stated: "internal problem prevents normal operation 1. Set o2 flow with knob 2. Manually ventilate. To restart, turn power off and on." Anesthesia tech was called stat to room. Machine turned off and on several times and error did not clear. Pt was bagged and there was no harm to the patient. Manufacturer response for aisys ventillator / anesthesia machine, aisys (per site reporter). Manufacturer service engineer evaluated device at hospital facility.